Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment of an error due to the device being over the five-year end-of-life, however it was noted that the device failed incoming testing due to the main printed circuit board (pcb) assembly testing out of specification in an electrical manner. It was also found that the liquid crystal display (lcd) tested out-of-specification in an electrical manner. Additionally, analysis found that the upper and lower case of the device was broken, battery release and lead flex cover were contaminated, side and ring covers were missing, side and ring bails were missing, one case screw was missing, keyboard was damaged and contaminated, battery contacts were compressed, and the battery drawer was broken and contaminated.

Event description:
It was reported that the external pulse generator presented with a self-test error. The external pulse generator has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.